Event description:
Procedure: laparoscopic liver resection. According to the reporter: the stapler was placed across the anterior branch of the portal vein, closed and fired. Half way through the firing, the surgeon completed firing/stapling at that point, the surgeon completed firing/stapling and found it extremely difficult to pull back the black knob. The surgeon succeeded and found that the portal vein was not stapled and that the staples were not intact and not formed correctly. The surgeon could not get the jaws to close and remove the instrument from the port. Bleeding occurred but was brought under control, the loss of blood is 5l. The procedure was converted to an open procedure and completed. The pt received a blood transfusion equal to 5 units. The procedure was extended by more than 30 mins. The pt's condition is critical but stable.

Manufacturer narrative:
Initial report sent to FDA on 11/13/2008.